Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter device transmissions, revealed a temporary slight increase in high voltage lead impedance that decreased back down shortly after. It was noted that the patient was experiencing a cold or flu and had not been eating or drinking much the few days prior. No intervention was reported. The patient's condition was stable and will continue to be monitored.